Manufacturer narrative:
Technical support reported that during evaluation, it was identified that the embedded power pc fan does not rotate correctly since last start up. Requested customer to disassemble unit and inspect for any caught cables and also inquired for any past repairs. Customer advised that cables were caught underneath the fan. Issue no longer active after recent startups.

Event description:
Received report about technical failures: no o2 dosing possible and battery faulty. Logs showed that epc fan not rotating correctly. This event occurred during a patient ventilation and patient had to be removed from device. No patient harm. Internal inspection of end user identified that cables were caught underneath the epc fan.